Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the reporter contacted lifescan alleging that their onetouch ultramini meter would not power on. The customer care advocate (cca) was unable to reach the reporter to ask follow up questions from the medical surveillance specialist. This complaint is classified based on the information giving during the initial call to lifescan. The reporter alleged that the product issue began on the morning of (B)(6). The patient manages their diabetes with self-adjusted insulin. The reporter stated that the patient increased their usual dose of insulin and metformin in response to the alleged issue. The reporter stated that 72 hours later the patient developed symptoms; however the reporter was unable to provide any specific details of the symptoms. The reporter stated that the patient visited their doctor on (B)(6). The reporter stated that the doctor told the patient to "double up" on their medication. It was unclear if this reported treatment was for an acute complication of diabetes or if this was a change to the patient's daily prescription. The reporter stated that the patient's blood glucose was tested on the doctor/clinic&#38112;meter; however the reporter was not able to provide the specific reading obtained. At the time of troubleshooting the cca confirmed that there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hyperglycemia after the alleged product issue began.